Event description:
The customer reported a malfunction resulting in the loss of display. The patient was switched to another unit and the case was resumed. There was no report of patient injury.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The display ribbon cable was replaced which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).